Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. A hysterectomy was performed. This event is listed in the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, no alternative explanation was provided. Based on its nature and considering a compatible temporal relationship between the event and suspect insert, causality cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, a serious event (autoimmune disorder) and non-serious events were reported. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 06-may-2016. She had essure (fallopian tube occlusion insert) inserted (B)(6)-2013. After undergoing the implantation of essure, plaintiff experienced severe menstrual, abdominal, and back pain. She continues to suffer from depression, fatigue, heavy menstrual bleeding, pain during intercourse, weight fluctuation, and chronic itching and pain in her pelvic region. Since being implanted with essure, plaintiff has been diagnosed with an allergy to nickel. Plaintiff was also diagnosed with an autoimmune disorder as the result of being implanted with essure. Further, plaintiff underwent a number of sonograms to determine what was causing her pain and bleeding. In or around (B)(6) 2015, plaintiff underwent a hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. A hysterectomy was performed. This event is listed in the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, no alternative explanation was provided. Based on its nature and considering a compatible temporal relationship between the event and suspect insert, causality cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, a serious event (autoimmune disorder) and non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (chronic)/pain in her pelvic region"), abdominal pain ("severe abdominal pain / abdominal pain (sharp, ache)"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, live birth in 1997, live birth in 2010, pre-eclampsia, cervix cerclage procedure, premature birth (2 preterm), spontaneous abortion (4), vaginal delivery (4), induced abortion (6), colposcopy in (B)(6) 2013, colposcopy on (B)(6) 2014, low grade squamous intraepithelial lesion and dog bite in 2011. No diplopia. No difficulty breathing/swallowing, no altered mental status, no abnormal balance, no numbness, no speech problems. She denied alcohol use. Previously administered products included for an unreported indication: depo in 2010 and codeine . Past adverse reactions to the above products included pruritus with codeine . Concurrent conditions included morbid obesity, pelvic discomfort, amenorrhea, joint pain, cough, chest pain, ex-smoker (tobacco (number of years: 10, tobacco use per day: 4)), hypertension, multiple sclerosis, hyperprolactinemia, drug hypersensitivity and drug hypersensitivity. Family history included asthma (father), hypertension (mother, brother), stroke (grand mother), lung cancer (grandmother) on (B)(6) 2015, heart attack (grand mother) and coronary arteritis (grand mother). Concomitant products included cetirizine hydrochloride for itching, norethisterone acetate (aygestin) for menorrhagia, ketorolac tromethamine (toradol), oxycocet (acetaminophen w/oxycodone) and tramadol for pain as well as amlodipine, anaesthetics (anesthesia), cefazolin, cefazolin, gabapentin, hydromorphone hydrochloride (dilaudid) and ibuprofen in 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuation"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced bacterial vaginosis ("chronic bacterial vaginosis"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and abdominal discomfort ("pressure (piercing, sharp)"). On (B)(6) 2014, 7 months 12 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and back pain ("severe back pain / back pain (sharp, ache) /back pain ( chronic)"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), menorrhagia ("heavy menstrual bleeding"), allergy to metals ("allergy to nickel"), pruritus generalised ("chronic itching/itching throughout my body (chronic, severe itching all through my body)"), pelvic mass ("swelling in pelvic area"), weight increased ("weight gain, looking pregnant (symptoms)") and abdominal distension ("swelling of abdomen/swelling in stomach"). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with surgery (removal of essure by hysterectomy) and surgery (hysterectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and pruritus generalised had resolved, the abdominal pain, genital haemorrhage, autoimmune disorder, dysmenorrhoea, back pain, depression, fatigue, menorrhagia, dyspareunia, weight fluctuation, allergy to metals, abdominal discomfort, bacterial vaginosis, pelvic mass and weight increased outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, autoimmune disorder, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic mass, pelvic pain, pruritus generalised, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that following essure placement procedure, she used condoms before hsg, she had surgical procedure included as cervical cerclage, she had complications during any of your pregnancies: bed rest, premature. The chronic itching stopped within 24 hours of removal of the essure device. She stated that her pelvic pain and itching stopped; swelling in stomach went down during essure removal. The itching stopped within the first 24 hours after her hysterectomy. Essure (or any part of the device) removed : yes (hysterectomy ((B)(6) 2015). It was reported that essure was removed on (B)(6) 2015 as there is discrepancy between removal date. She did not claim that use of essure caused or aggravated any psychiatric and/or psychological condition. She didn't claim that essure worsened previously existing injury/condition. She had not ave not sought medical treatment for swelling of abdomen. Patient was concerned that her recent onset pelvic discomfort, amenorrhea, severe weight gain and joint pain, generalized itching is due to essure. Patient has seen her pmd, who apparently was concerned that the essure may be involved in these symptoms. Generalized itching is due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: undergo an essure confirmation test. Pregnancy test - on (B)(6) 2014: unconfirmed. Smear cervix - on (B)(6) 2014: (B)(6). Past pap findings include the following: squamous: low grade squamous intraepithelial lesion (lgsil). She has had abnormal pap smear smears and on exam due to her obesity the cervix is unable to be visualized. On (B)(6) 2015 and (B)(6) 2015, patient had gynecological exam for the reason post operative routine exam. On (B)(6) 2015, surgical pathology report diagnosis included specimen is received in formalin and consists of a uterus measuring 9.5 x 6.0 x 5.5 an of which the cervix measures 3.5 x 2.6 x 2.8 cm. The entire specimen weighs 109 grams. The serosa 15 tan white and shows several disruptions on the anterior surface. The posterior surface is inked black. The ectocervix is tan white and covered with multiple petechial hemorrhages. The external os is patulous and measures 1.3 cm in diameter. The endocervix and endocervical canal are grossly unremarkable. Serial sectioning of the cervix reveals multiple nabothian cysts containing mucoid material. The specimen is bisected to reveal a grossly distorted endometrial cavity that measures 3.5 x 1.5 cm that is lined by a tan pink endometrium with the greatest thickness of 0.3 cm. Serial sectioning and examination of the specimen reveals tan white to tan pink myometrium measuring 2.5 cm in thickness and showing four tan white, well circumscribed, subserous and intramural nodular lesions with the largest measuring 0.5 cm. Serial sectioning and examination of the nodules reveal tan white soft tissue showing a whorled appearance without any grossly visible degenerative changes. Essure coil measuring 1.0 cm is identified. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-sep-2017: suspect drug indication, start date as (B)(6) 2013, stop date as 2015. Historical drug, concomitant medication, historical conditions were added. Events added: chronic bacterial vaginosis, pain during intercourse, she had pressure (piercing, sharp), heavy bleeding,itching throughout my body (chronic, severe itching all through my body), swelling in pelvic area, weight gain, looking pregnant (symptoms), updated onset dates and events as (B)(6) 2014,severe abdominal pain / abdominal pain (sharp, ache), severe back pain / back pain (sharp, ache) /back pain (chronic). On 28-sep-2017: reporter added from medical records, case is medically confirmed, other relevant history, concurrent condition, concomitant medication and lab data added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the location of the perforation: utero-ovarian pedicles"), pelvic pain ("pelvic pain (chronic)/pain in her pelvic region/ piercing ,sharp pain in pelvis/ pelvic pain"), abdominal pain ("severe abdominal pain / abdominal pain (sharp, ache)"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a 38-year-old female patient who had essure (batch no. B26269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, live birth in 1997, live birth in 2010, pre-eclampsia, cervix cerclage procedure, premature birth (2 preterm), spontaneous abortion (4), gravida (4), induced abortion (6), colposcopy in (B)(6) 2013, colposcopy on (B)(6) 2014, low grade squamous intraepithelial lesion, dog bite in 2011, migraine, back pain and sleeve gastrectomy. No diplopia. No difficulty breathing/swallowing, no altered mental status, no abnormal balance, no numbness, no speech problems. She denied alcohol use. *past pap findings include the following: squamous: low grade squamous intraepithelial lesion (lgsil).she has had abnormal pap smear smears and on exam due to her obesity the cervix is unable to be visualized. On (B)(6) 2015 and (B)(6) 2015, patient had gynecological exam for the reason post operative routine exam on (B)(6) 2015, surgical pathology report diagnosis included specimen is received in formalin and consists of a uterus measuring 9.5 x 6.0 x 5.5 an of which the cervix measures 3.5 x 2.6 x 2.8 cm. The entire specimen weighs 109 grams. The serosa 15 tan white and shows several disruptions on the anterior surface. The posterior surface is inked black. The ectocervix is tan white and covered with multiple petechial hemorrhages. The external os is patulous and measures 1.3 cm in diameter. The endocervix and endocervical canal are grossly unremarkable. Serial sectioning of the cervix reveals multiple nabothian cysts containing mucoid material. The specimen is bisected to reveal a grossly distorted endometrial cavity that measures 3.5 x 1.5 cm that is lined by a tan pink endometrium with the greatest thickness of 0.3 cm. Serial sectioning and examination of the specimen reveals tan white to tan pink myometrium measuring 2.5 cm in thickness and showing four tan white, well circumscribed, subserous and intramural nodular lesions with the largest measuring 0.5 cm. Serial sectioning and examination of the nodules reveal tan white soft tissue showing a whorled appearance without any grossly visible degenerative changes. Essure coil measuring 1.0 cm is identified. Previously administered products included for an unreported indication: depo and codeine. Past adverse reactions to the above products included pruritus with codeine. Concurrent conditions included morbid obesity, pelvic discomfort, amenorrhea, joint pain, cough, chest pain, ex-smoker (tobacco (number of years: 10, tobacco use per day: 4)), hypertension, multiple sclerosis, hyperprolactinemia, drug hypersensitivity and drug hypersensitivity. Family history included asthma (father), hypertension (mother, brother), stroke (grand mother), lung cancer (grandmother), heart attack (grand mother) and coronary arteritis (grand mother). Concomitant products included ibuprofen since 2013 for back pain and pelvic pain, cetirizine hydrochloride for itching, norethisterone acetate (aygestin) for menorrhagia, ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) and tramadol for pain as well as amlodipine, anaesthetics, cefazolin, cefazolin, gabapentin, hydromorphone hydrochloride (dilaudid), hydroxyzine and modafinil (provigil). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuation / weight"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced bacterial vaginosis ("chronic bacterial vaginosis"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and abdominal discomfort ("pressure (piercing, sharp)"). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and back pain ("severe back pain / back pain (sharp, ache) /back pain ( chronic) / back pains"), 7 months 12 days after insertion of essure. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), menorrhagia ("heavy menstrual bleeding / menorrhagia"), allergy to metals ("allergy to nickel"), pruritus generalised ("chronic itching/itching throughout my body (chronic, severe itching all through my body)/ generalized itching / itching/ itching throughout my body/ chronic itching all over my body"), pelvic mass ("swelling in pelvic area"), abdominal distension ("swelling of abdomen/swelling in stomach"), swelling ("swelling"), abdominal pain lower ("complications or problems that occurred at the time of your essure placement:minor cramping") and pelvic discomfort ("complications or problems that occurred at the time of your essure placement:discomfort") and was found to have weight increased ("weight gain, looking pregnant (symptoms) / weight"). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with surgery (hysterectomy in (B)(6) -2015 and total vaginal hysterectomy with removal of part of the right device from the utero-ovarian pedicles). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain, autoimmune disorder, depression, menorrhagia, dyspareunia, weight fluctuation, allergy to metals, abdominal discomfort, bacterial vaginosis, pelvic mass, abdominal pain lower and pelvic discomfort outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, pruritus generalised and swelling had resolved and the fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic mass, pelvic pain, pruritus generalised, swelling, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that following essure placement procedure, she used condoms before hsg, she had surgical procedure included as cervical cerclage, she had complications during any of your pregnancies: bed rest, premature. The chronic itching stopped within 24 hours of removal of the essure device. She stated that her pelvic pain and itching stopped; swelling in stomach went down during essure removal. The itching stopped within the first 24 hours after her hysterectomy. Essure (or any part of the device) removed : yes (hysterectomy ((B)(6) 2015). It was reported that essure was removed on (B)(6) 2015 as there is discrepancy between removal date. She did not claim that use of essure caused or aggravated any psychiatric and/or psychological condition. She didn¿t claim that essure worsened previously existing injury/condition. She had not ave not sought medical treatment for swelling of abdomen. Patient was concerned that her recent onset pelvic discomfort, amenorrhea, severe weight gain and joint pain, generalized itching is due to essure. Patient has seen her pmd, who apparently was concerned that the essure may be involved in these symptoms. Generalized itching is due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: undergo an essure confirmation test. Pregnancy test - on (B)(6) 2014: results: unconfirmed. Smear cervix - on (B)(6) 2014: results: hr hpv (high risk human papillomavirus). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-feb-2019: plaintiff fact sheet received : lot number added. Event added- swelling, the location of the perforation: utero-ovarian pedicles,minor cramping,discomfort. Outcome of events pruritus generalized, back pain, menstrual pains(dysmenorrhoea), heavy bleeding (genital haemorrhage), fatigue updated to recovered/resolved. Outcome of event weight gain updated to recovering / resolving. Product indication added. Concomitant products added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the location of the perforation: utero-ovarian pedicles"), pelvic pain ("pelvic pain (chronic)/pain in her pelvic region/ piercing ,sharp pain in pelvis/ pelvic pain"), abdominal pain ("severe abdominal pain / abdominal pain (sharp, ache)"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a 38-year-old female patient who had essure (batch no. B26269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, live birth in 1997, live birth in 2010, pre-eclampsia, cervix cerclage procedure, premature birth (2 preterm), spontaneous abortion (4), gravida (4), induced abortion (6), colposcopy in november 2013, colposcopy on (B)(6) 2014, low grade squamous intraepithelial lesion, dog bite in 2011, migraine, back pain, sleeve gastrectomy, vaginal itching, pap smear abnormal, chlamydial infection, light headedness, bug bite, decreased appetite and unilateral leg swelling. No diplopia. No difficulty breathing/swallowing, no altered mental status, no abnormal balance, no numbness, no speech problems. She denied alcohol use. *past pap findings include the following: squamous: low grade squamous intraepithelial lesion (lgsil).she has had abnormal pap smear smears and on exam due to her obesity the cervix is unable to be visualized. On (B)(6) 2015 2015 and (B)(6) 2015 2015, patient had gynecological exam for the reason post operative routine exam on (B)(6) 2015 2015, surgical pathology report diagnosis included specimen is received in formalin and consists of a uterus measuring 9.5 x 6.0 x 5.5 an of which the cervix measures 3.5 x 2.6 x 2.8 cm. The entire specimen weighs 109 grams. The serosa 15 tan white and shows several disruptions on the anterior surface. The posterior surface is inked black. The ectocervix is tan white and covered with multiple petechial hemorrhages. The external os is patulous and measures 1.3 cm in diameter. The endocervix and endocervical canal are grossly unremarkable. Serial sectioning of the cervix reveals multiple nabothian cysts containing mucoid material. The specimen is bisected to reveal a grossly distorted endometrial cavity that measures 3.5 x 1.5 cm that is lined by a tan pink endometrium with the greatest thickness of 0.3 cm. Serial sectioning and examination of the specimen reveals tan white to tan pink myometrium measuring 2.5 cm in thickness and showing four tan white, well circumscribed, subserous and intramural nodular lesions with the largest measuring 0.5 cm. Serial sectioning and examination of the nodules reveal tan white soft tissue showing a whorled appearance without any grossly visible degenerative changes. Essure coil measuring 1.0 cm is identified. Previously administered products included for an unreported indication: depo, depo-provera and codeine. Past adverse reactions to the above products included pruritus with codeine. Concurrent conditions included morbid obesity, pelvic discomfort, amenorrhea, joint pain, cough, chest pain, ex-smoker (tobacco (number of years: 10, tobacco use per day: 4)), hypertension, multiple sclerosis, hyperprolactinemia, drug hypersensitivity, drug hypersensitivity and dysfunctional uterine bleeding. Family history included asthma (father), hypertension (mother, brother), stroke (grand mother), lung cancer (grandmother), heart attack (grand mother) and coronary arteritis (grand mother). Concomitant products included ibuprofen since 2013 for back pain and pelvic pain, cetirizine hydrochloride for itching, norethisterone acetate (aygestin) for menorrhagia, ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) and tramadol for pain as well as amlodipine, anaesthetics, cefazolin, cefazolin, gabapentin, hydromorphone hydrochloride (dilaudid), hydroxyzine, modafinil (provigil), naproxen and paracetamol (tylenol). On (B)(6) 2015 2013, the patient had essure inserted. In (B)(6) 2015 2014, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2015 2014, the patient experienced weight fluctuation ("weight fluctuation / weight"). In may 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced bacterial vaginosis ("chronic bacterial vaginosis"). In (B)(6) 2015 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and abdominal discomfort ("pressure (piercing, sharp)"). On (B)(6) 2015 2014, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and back pain ("severe back pain / back pain (sharp, ache) /back pain ( chronic) / back pains"), 7 months 12 days after insertion of essure. On (B)(6) 2015 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), menorrhagia ("heavy menstrual bleeding / menorrhagia"), allergy to metals ("allergy to nickel"), pruritus generalised ("chronic itching/itching throughout my body (chronic, severe itching all through my body)/ generalized itching / itching/ itching throughout my body/ chronic itching all over my body"), pelvic mass ("swelling in pelvic area"), abdominal distension ("swelling of abdomen/swelling in stomach"), swelling ("swelling"), abdominal pain lower ("complications or problems that occurred at the time of your essure placement:minor cramping") and post procedural discomfort ("complications or problems that occurred at the time of your essure placement:discomfort") and was found to have weight increased ("weight gain, looking pregnant (symptoms) / weight"). The patient was hospitalized sometime in may 2015. The patient was treated with surgery (hysterectomy in may-2015 and total vaginal hysterectomy with removal of part of the right device from the utero-ovarian pedicles). Essure was removed on (B)(6) 2015 2015. At the time of the report, the fallopian tube perforation, abdominal pain, autoimmune disorder, depression, menorrhagia, dyspareunia, weight fluctuation, allergy to metals, abdominal discomfort, bacterial vaginosis, pelvic mass, abdominal pain lower and post procedural discomfort outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, pruritus generalised and swelling had resolved and the fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic mass, pelvic pain, post procedural discomfort, pruritus generalised, swelling, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that following essure placement procedure, she used condoms before hsg, she had surgical procedure included as cervical cerclage, she had complications during any of your pregnancies: bed rest, premature. The chronic itching stopped within 24 hours of removal of the essure device. She stated that her pelvic pain and itching stopped; swelling in stomach went down during essure removal. The itching stopped within the first 24 hours after her hysterectomy. Essure (or any part of the device) removed : yes (hysterectomy ((B)(6) 2015 2015). It was reported that essure was removed on 07-jul-2015 as there is discrepancy between removal date. She did not claim that use of essure caused or aggravated any psychiatric and/or psychological condition. She didn¿t claim that essure worsened previously existing injury/condition. She had not ave not sought medical treatment for swelling of abdomen. Patient was concerned that her recent onset pelvic discomfort, amenorrhea, severe weight gain and joint pain, generalized itching is due to essure. Patient has seen her pmd, who apparently was concerned that the essure may be involved in these symptoms. Generalized itching is due to essure. The patient had cervical insufficiency with cerclage placement in prior pregnancy admitted for prophylactic cerclage placement. There are filamentous radiopaque material in the region of the fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015 2014: results: undergo an essure confirmation test. Occluded fallopian tubes.. Pregnancy test - on (B)(6) 2015 2014: results: unconfirmed. Smear cervix - on (B)(6) 2015 2014: results: hr hpv (high risk human papillomavirus). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, weight gain, pelvic pain, lower abdominal pain, menorrhagia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Amendment: the report was amended on (B)(6) 2019 for the following reason: following company internal coding review, the reported event "the location of the perforation: utero-ovarian pedicles" was recoded to the meddra llt: fallopian tube perforation and "complications or problems that occurred at the time of your essure placement: discomfort" was coded to meddra llt: post procedural discomfort. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the location of the perforation: utero-ovarian pedicles'), pelvic pain ('pelvic pain (chronic)/pain in her pelvic region/ piercing ,sharp pain in pelvis/ pelvic pain'), abdominal pain ('severe abdominal pain / abdominal pain (sharp, ache)'), genital haemorrhage ('heavy bleeding') and autoimmune disorder ('autoimmune disorder') in a 38-year-old female patient who had essure (batch no. B26269-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy on (B)(6) 2014, colposcopy in (B)(6) 2013, dog bite in 2011, live birth in 2010, live birth in 1997, multi gravida, parity 3, pre-eclampsia, cervix cerclage procedure, premature birth (2 preterm), spontaneous abortion (4), gravida (4), induced abortion (6), low grade squamous intraepithelial lesion, migraine, back pain, sleeve gastrectomy, vaginal itching, pap smear abnormal, chlamydial infection, light headedness, bug bite, decreased appetite and unilateral leg swelling. No diplopia. No difficulty breathing/swallowing, no altered mental status, no abnormal balance, no numbness, no speech problems. She denied alcohol use. *past pap findings include the following: squamous: low grade squamous intraepithelial lesion (lgsil).she has had abnormal pap smear smears and on exam due to her obesity the cervix is unable to be visualized. On (B)(6) 2015 and (B)(6) 2015, patient had gynecological exam for the reason post operative routine exam on (B)(6) 2015, surgical pathology report diagnosis included specimen is received in formalin and consists of a uterus measuring 9.5 x 6.0 x 5.5 an of which the cervix measures 3.5 x 2.6 x 2.8 cm. The entire specimen weighs 109 grams. The serosa 15 tan white and shows several disruptions on the anterior surface. The posterior surface is inked black. The ectocervix is tan white and covered with multiple petechial hemorrhages. The external os is patulous and measures 1.3 cm in diameter. The endocervix and endocervical canal are grossly unremarkable. Serial sectioning of the cervix reveals multiple nabothian cysts containing mucoid material. The specimen is bisected to reveal a grossly distorted endometrial cavity that measures 3.5 x 1.5 cm that is lined by a tan pink endometrium with the greatest thickness of 0.3 cm. Serial sectioning and examination of the specimen reveals tan white to tan pink myometrium measuring 2.5 cm in thickness and showing four tan white, well circumscribed, subserous and intramural nodular lesions with the largest measuring 0.5 cm. Serial sectioning and examination of the nodules reveal tan white soft tissue showing a whorled appearance without any grossly visible degenerative changes. Essure coil measuring 1.0 cm is identified. Previously administered products included for an unreported indication: depo, depo-provera and codeine. Past adverse reactions to the above products included pruritus with codeine. Concurrent conditions included morbid obesity, pelvic discomfort, amenorrhea, joint pain, cough, chest pain, ex-smoker (tobacco (number of years: 10, tobacco use per day: 4)), hypertension, multiple sclerosis, hyperprolactinemia, drug hypersensitivity, drug hypersensitivity and dysfunctional uterine bleeding. Family history included asthma (father), hypertension (mother, brother), stroke (grand mother), lung cancer (grandmother), heart attack (grand mother) and coronary arteritis (grand mother). Concomitant products included ibuprofen since 2013 for back pain and pelvic pain, cetirizine hydrochloride for itching, norethisterone acetate (aygestin) for menorrhagia, ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) and tramadol for pain as well as amlodipine, anaesthetics, cefazolin, cefazolin, gabapentin, hydromorphone hydrochloride (dilaudid), hydroxyzine, modafinil (provigil), naproxen and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuation / weight"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced bacterial vaginosis ("chronic bacterial vaginosis"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and abdominal discomfort ("pressure (piercing, sharp)"). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and back pain ("severe back pain / back pain (sharp, ache) /back pain ( chronic) / back pains"), 7 months 12 days after insertion of essure. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), menorrhagia ("heavy menstrual bleeding / menorrhagia"), allergy to metals ("allergy to nickel"), pruritus generalised ("chronic itching/itching throughout my body (chronic, severe itching all through my body)/ generalized itching / itching/ itching throughout my body/ chronic itching all over my body"), pelvic mass ("swelling in pelvic area"), abdominal distension ("swelling of abdomen/swelling in stomach"), swelling ("swelling"), abdominal pain lower ("complications or problems that occurred at the time of your essure placement:minor cramping") and post procedural discomfort ("complications or problems that occurred at the time of your essure placement:discomfort") and was found to have weight increased ("weight gain, looking pregnant (symptoms) / weight"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (hysterectomy in (B)(6) 2015 and total vaginal hysterectomy with removal of part of the right device from the utero-ovarian pedicles). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain, autoimmune disorder, depression, menorrhagia, dyspareunia, weight fluctuation, allergy to metals, abdominal discomfort, bacterial vaginosis, pelvic mass, abdominal pain lower and post procedural discomfort outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, pruritus generalised and swelling had resolved and the fatigue, weight increased and abdominal distension was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic mass, pelvic pain, post procedural discomfort, pruritus generalised, swelling, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that following essure placement procedure, she used condoms before hsg, she had surgical procedure included as cervical cerclage, she had complications during any of your pregnancies: bed rest, premature. The chronic itching stopped within 24 hours of removal of the essure device. She stated that her pelvic pain and itching stopped; swelling in stomach went down during essure removal. The itching stopped within the first 24 hours after her hysterectomy. Essure (or any part of the device) removed : yes (hysterectomy ((B)(6) 2015). It was reported that essure was removed on (B)(6) 2015 as there is discrepancy between removal date. She did not claim that use of essure caused or aggravated any psychiatric and/or psychological condition. She didn¿t claim that essure worsened previously existing injury/condition. She had not ave not sought medical treatment for swelling of abdomen. Patient was concerned that her recent onset pelvic discomfort, amenorrhea, severe weight gain and joint pain, generalized itching is due to essure. Patient has seen her pmd, who apparently was concerned that the essure may be involved in these symptoms. Generalized itching is due to essure. The patient had cervical insufficiency with cerclage placement in prior pregnancy admitted for prophylactic cerclage placement. There are filamentous radiopaque material in the region of the fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: undergo an essure confirmation test. Occluded fallopian tubes.. Pregnancy test - on (B)(6) 2014: results: unconfirmed. Smear cervix - on (B)(6) 2014: results: hr hpv (high risk human papillomavirus). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, weight gain, pelvic pain, lower abdominal pain, menorrhagia. Lot number b26269 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.